Event description:
The customer reported that initially the fiber was working properly during the prostate procedure. At 80,158 joules, a slight "cracking" noise was heard and the red aim beam was observed to becoming from a crack in the area where the fiber body meets the control knob. It was reported that the operating room staff was wearing laser safety eyewear at the time of this event. There was no pt or end user injury. The procedure was completed with a second fiber. The pt outcome was reported as "okay".